Manufacturer narrative:
Two samples were returned for investigation. The sets were examined for defects and abnormalities. The tubing that was inserted into the male luers was partially torn. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the probable root cause of leakage between tubing-sleeve and male luer could be related to an incorrect tube expansion by the assembler. Additionally, a quality alert was generated on july 30, 2025, to communicate the customer complaint and reinforce the correct solvent application and expansion of the tubing in the engagement tubing-sleeve/male luer. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the both times started to leak when nursing was handling the line during administration to patient